Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that vessel dissection occurred. The patient presented with angina. The 95% stenosed, 3.00-3.80mm x 32-40mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified mid to proximal right coronary artery (rca). After gaining vascular access via the right femoral artery, a 3.5 6fr non-boston scientific (bsc) guide catheter was advanced. A non-bsc guidewire was used to cannulate the ischemic mid rca, and intravascular ultrasound found significant stenosis and calcification in the mid to distal rca. Pre-dilatation was performed with a 2.75 x 10mm non-bsc balloon at 20 atmospheres (atm) followed by a 3.00 x 10mm wolverine coronary cutting balloon at 14 atm. A 3.00 x 48 synergy drug-eluting stent (des) was advanced into the lesion but failed to cross the proximal rca. The stent was removed and further pre-dilatation was performed with a 2.75 x 10mm non-bsc balloon at high pressure. Another attempt was made to deliver to the stent, but it could not pass the proximal rca bend. The stent was removed, and two shorter stents were used. A 3.00 x 24mm synergy des and a 3.50 x 20mm synergy des were deployed in the proximal and mid rca. Upon post-dilatation, a spiral dissection was noted, and the physician decided on stenting the distal rca with a 2.50 x 32mm non-bsc stent. Further post-dilatation was performed with a 2.75 x 12mm non-bsc balloon at the distal to mid rca and a 3.50 x 12mm nc emerge balloon at the mid to proximal segment.